Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but some specific details on the patient were not provided. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: telemedical cardiac risk assessment by implantable cardiac monitors in patients after myocardial infarction with autonomic dysfunction (smart-mi-dzhk9): a prospective investigator-initiated, randomised, multicentre, open-label, diagnostic trial. The lancet digital health. 2022. (4) 105-116. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this implantable cardiac monitor (icm). The article reports a patient who had their icm explanted due to device infection. The status/disposition of the device is unknown. No further patient complications have been reported as a result of this event.